Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was undersensing and exhibiting decreased r wave measurements. Two episodes of undersensing resulted in external defibrillation and the most recent in intubation.